Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (364 mg/dl). Reportedly, the customer believes the pump was not delivering insulin. Customer delivered a bolus and changed pump supplies to address elevated bg levels. Customer's ketone level was 0.1. Recommendation was made to discuss diabetes management with customer's health care professional. Customer's bg level lowered to 110-115 mg/dl.